Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the device failed to recognize an open door. Service evaluation could not verify the condition and no cause was found. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device failed to recognize an open door. There was no patient involvement. No additional information is available.